Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Voluntary MDR/medwatch report number mw5187945.

Event description:
A voluntary MDR/medwatch report was received on 05/26/2026. It was reported that "skin reaction" occurred. The date of the event is an approximation. According to the maude report, the patient experienced a skin reaction characterized by itching, rash, painful, and large patches on both arms that extended beyond the patch perimeter. The reaction occurred on an unspecified day following sensor insertion in the arm. The patient reported experiencing a severe skin reaction associated with the dexcom g7 continuous glucose monitoring system, stating: ¿I have giant patches on both arms that are painful, itchy, and spreading. They likely changed their adhesive when they tried to get 15-day approval. I'm in a lot of pain and have tried steroid cream, but the areas are not improving. I rely on the continuous glucose monitoring and don't have any option but to keep using it despite the very uncomfortable pain.¿ the skin reaction was managed with over-the-counter topical medications (steroid creams); however, the patient reported no improvement. At the time of reporting, the patient¿s condition remained unchanged. Due diligence efforts were made to contact the reporter for additional information; however, these attempts were unsuccessful. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.